Event description:
It was reported that a patient fell and bruised the area around an implanted defibrillator (ICD); r-waves measured at implant were 5 mv; after the fall, r-waves measured 2 mv. It was further reported that the sensing configuration was changed to integrated bipolar and improved the r-waves to 5 mv. The system remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.